Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had fluid leakage at fillport. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, h6. H4: the lot was manufactured between january 02, 2020 - january 06, 2020. H10: two (2) actual devices were received for evaluation. One unit was returned in its original primary package, but the package had been opened. Visual inspection on the returned unit and the opened primary package showed the sterility cap was missing. The cause of the missing sterility cap could not be determined. Visual inspection of the second returned unit showed, the sample did not contain fluid in the bladder, because the customer had cut the tubing line to drain the fluid out. A functional leak was performed by filling the bladder with green color water to the nominal volume. During and after fill, no evidence of leak was observed at the fill port. The reported leak at the fill port was not confirmed. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.